Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited loss of capture and decrease in sensing and impedance. Under x-ray, the right ventricular lead helix was retracted and attempted to be re-positioned without success. Physician attempted to deploy the right ventricular lead helix without success. The right ventricular lead was explanted and replaced. The patient was stable post procedure.